Event description:
It was reported that a drill bit broke during surgery and was retained in the bone. The surgeon made several attempts at removing the broken piece from the patient's bone, but was unable to grasp it and decided not to cause any damage to the bone. The surgery was completed with no screw being placed in the hole where the bit broke. Even though there was one missing fixation screw, the surgeon felt it was well fixated.